Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had anemia and was transfused 1 unit of packed red blood cells for a hemoglobin of 6.4 with a baseline of h&h on (B)(6) 2021 of 12.4/37.5. It was also noted that the patient was shocked 1 time prior to bypass for vt. It was noted that the patient did not have a history of an arryhthmia prior to the lvad. The patient did however have a crt-d implanted prior to the lvad. It was reported that there was no clinical compromise as a resultant of the ventricular tachycardia. The patient also went into pulmonary hypertension crisis with a pressure of 70/25/35, cvp was 17 and rv was enlarged so ino, milirinone, and lasix drip were started. The patient responded well with red. The patient also had epinephrine started because of right ventricular failure with protamin in the or. Right ventricular failure coming off bypass with protamine reaction. The vad speed/flow decreased and gradually went back up to speed of 5200 and epinephrine was started again. The site stated that the right heart failure was possibly related to the lvad. The device increased cardiac output after the implant which increased venous return. Overloading the right ventricle, worsening the pre-existing right heart failure, also causing septal shifting. It was noted that the device was operating as expected. An echo was performed on (B)(6) 2021 which showed severly reduced right ventricle systolic function, right ventricular size was moderately increased. On (B)(6) 2021 the right ventricular size was probably mildly dilated. The function appeared to be reduced, likely in the moderate rance. The patient remained on IV milirinone on (B)(6) 2021, however was weaning off. Epinepherine was discontinued on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) lvas instructions for use (IFU), rev. C is currently available. Section 1 of this document lists bleeding, cardiac arrhythmia, right heart failure, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6, (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Although the patient¿s infection was not considered to be device related, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient symptoms also included delirium, hyponatremia, and gout.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that overnight the patient had two runs of non-sustained ventricular tachycardia (nsvt) (17 beats, 21 beats) on (B)(6) 2021. The patient reported they were asymptomatic at the time of the event. Reemergence of the vt was probably due to discontinuation of amiodarone. Amiodarone was reloaded. No additional information was provided.